Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. Prior to the procedure, the anesthesiologist placed a magnet over the pacemaker and noted a change in rate. When this action was repeated post-procedure, there was no change in the patient's rate. No intervention was performed and the device remained implanted. The patient was stable.